Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was to treat a heavily tortuous left anterior descending artery (lad) that is 80% stenosed. After deploying an unspecified xience skypoint stent delivery system post dilatation was performed with a 4.5x8mm nc trek balloon dilatation catheter (bdc). However, during removal of the bdc resistance was felt with a non-abbott guide catheter and the non-abbott guide wire. Another 4.5x12mm nc trek was used to successfully complete the procedure. There was no adverse patient effect and no clinically significant delay. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned device. The reported difficulty removing the device from the guiding catheter was confirmed; however, the reported difficulty removing the device from the guidewire could not be confirmed. Additionally, a balloon rupture was noted on the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents and/or complaints from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties and noted balloon rupture. There is no indication of a product quality issue with respects to the design, manufacture, or labeling of the device.